Event description:
On (B)(6) 2012, patient reported not receiving a battery low alarm prior to receiving a battery depleted alarm. Patient stated, this issue has occurred for the past 3 times she has received a battery depleted alarm. Patient reported, the battery cover was changed 2 battery changes ago and again today. Had patient go through the alarm history and the infusion device did show that 7 days ago the device alarmed with an a2 (battery low) alert. Patient stated, she would have been awake at that time and the device did not alarm. Patient reported, the infusion device has not alarmed the a2 (battery low) alert before the last 3 battery depleted alarms. Patient discarded the old battery and battery cover. Patient stated, the issue has occurred for the past 2 months. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.